Event description:
According to the reporter, during an open gastrectomy. At the time for third firing at the greater curvature, the device did not fire. A new device was used to complete the case. No injury on the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.